Event description:
Boston scientific received information that the remote home monitoring system issued an alert due to a low out of range shock impedance measurement for the right ventricular (rv) lead. Wen the patient was brought into the clinic, they were unable to reproduce any out of range impedance measurements. Induction testing was performed, which also yielded acceptable shock impedance measurements. Subsequently, the physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead was surgically abandoned due to the low out of range shock impedance measurements during a device change out procedure. It was also noted that the patient reported hearing tones from the device. Boston scientific technical services (ts) was consulted and confirmed that the device does beep for low shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.